Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 54 mg/dl. Customer¿s current blood glucose value was 200 mg/dl. Customer treated with hard candies for low blood glucose. Customer also complained for bent sensor and unexpected re-initialization. The troubleshooting was decline for low blood glucose. The sensor will return for the analysis. The insulin pump will not return for the analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found cannula twisted and bent at sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.